Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.2 had failed to open, and device was not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and caused delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.2 had failed to open, and device was not detected on bus. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.2 had failed to open, and device was not detected on bus. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer replaced the retractor band and assembly hard stop on the main half height drawer 5.2. Then installed a new network cable as the existing one had exposed wiring. After completing the hardware replacements, initiated a final test using the hardware test application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.